Manufacturer narrative:
Pneumothorax is a known complication when a lung biopsy is performed during a transbronchial lung biopsy, or CT-guided percutaneous biopsy with complication rates up to approx 27% with the CT guided procedure. Biopsy tools are designed to have sharp edges and their function is to puncture or otherwise penetrate the tissue in order to collect a specimen.

Event description:
On (B)(6)2010, the site performed a superdimension case in which the pt developed a large tension pneumothorax. It was reported that a chesttube was placed and the pt was released from the hospital the next day with no further issues. There was no allegation that the superdimension system caused or contributed to the reported pneumothorax.